Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 600. The customer was mentioned motor error alarm. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was performed for motor error alarm. Customer was assisted with displacement test and test was passed. The device will not be returned for analysis.